Manufacturer narrative:
Approximate age of device: 4 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
During record review, it was noted that the intermacs registry report was not attached to the report submitted on 07/15/2015.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been experiencing unspecified heart failure symptoms over the past several weeks. During clinic visits the patient's lactate dehydrogenase levels were noted to be 1200u/l and over with a therapeutic inr. The patient experienced a small embolic brain stroke on (B)(6) 2015 which resolved. The only symptom the patient had was left hand "clumsiness" which resolved. No low flow events were reported and no alarms were associated with event. The patient underwent a pump exchange on (B)(6) 2015. No postoperative issues were reported.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The explanted device was returned to the manufacturer for evaluation. The evaluation of the returned lvad pump confirmed the reported elevated lactate (ldh); however, a direct correlation between the device and the reported ischemic stroke could not be conclusively determined. A tissue-like thrombus formation was adhered around the inlet bearing ball, which appeared to have formed in laminated layers and showed areas of denaturing, indicating that it likely formed around the bearing over an undetermined amount of time while the pump was operating. Additionally, a tissue-like deposition was present around the outlet bearing ball, partially occluding the outlet stator. This deposition was non-laminated, showed areas of denaturing, and did not appear to have originated in this location. Its specific origin and a duration in which it was present in the pump cannot be determined. The observed depositions would have potentially contributed to the reported elevated ldh. The observed depositions cannot be conclusively correlated to the reported ischemic stroke. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: elevated ldh; hemolysis, poor forward flow with vad dysfunction.